Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a scheduled lead implantation surgery. During the procedure, the guide wire could not be inserted completely into the lead. The physician replaced the lead and completed the operation with no other reported issues. There were no adverse consequences reported on the patient. The lead was expected to be returned for analysis. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found